Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later, computed tomography of the chest showed negative for pulmonary embolism, aneurysm or dissection. Computed tomography of abdomen and pelvis with contrast showed that an inferior vena cava filter was noted. After six months, lumbar spine 3 views showed that an inferior vena cava filter was noted. After six months, vascular computed tomography angiography scan of bilateral lower extremity showed that there was an inferior vena cava filter visualized. After three years and one-month, lumbosacral spine 7 views was performed due to back pain demonstrated that an inferior vena cava filter was seen at the level of l3. After two years and two months, computed tomography of abdomen and pelvis without intravenous contrast showed that a tent-shaped inferior vena cava filter was in place with the top located 1.7 cm from the lower margin of the right renal vein. The filter axis was almost parallel relative to the long axis of the inferior vena cava. The inferior vena cava angled slightly backward above the level of the filter. There were six dominant prongs externally appeared slightly coursed through the wall of the inferior vena cava. Right and left anterolateral prongs were coursed by approximately 0.7 cm. The right and left posterior lateral prongs coursed by approximately 0.6 cm on the right and 0.7 cm on the left. The anterior and posterior prong at the midline was coursed by approximately 0.8 cm through the wall. After one year and four months, computed tomography of abdomen and pelvis with contrast was performed due to abdominal pain and result showed that an inferior vena cava filter was present. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, filter allegedly perforated (grade ii) the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, filter allegedly perforated (grade ii) the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.